Event description:
The customer reported a leak from below the blood sampling valve (bsv) of the coulter lh 780 hematology analyzer. The customer indicated that approximately 30-50 ml of fluid leaked and was not contained within the instrument. The customer stated that the instrument generated probe wipe (p/w) harness not connected error at the time of the event, which halted system operation. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and glasses during the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The customer informed the fse that the leak was resolved prior to the fse's arrival. The customer discovered that the leak was coming from a disconnected tubing on the blood sampling valve (bsv). The customer reconnected the tubing to resolve the leak. The fse inspected the reconnected tubing and reset the instrument but the probe wipe errors continued. The fse disassembled and cleaned the probe wipe thoroughly but the errors persisted. The fse then replaced the probe wipe which resolved the errors. Failure mode of the leak is attributed to a disconnected tubing on the bsv. Failure mode of the probe wipe errors is attributed to a defective probe wipe; the instrument generated probe wipe errors to alert the customer of the probe wipe issue. Results: probe wipe. (B)(4).